Event description:
It was reported that during patient use, the ventilator began to leak oxygen from the bottom of the ventilator. The user removed the patient from ventilator and placed patient on another ventilator. There was no harm or injury to the patient. The debug logs show that the ventilator continued to ventilate the patient. When the distributor was evaluating the ventilator, the service screen was displaying an o2 inlet pressure of 17.2 psi. It was also discovered that the cooling fan was making a noise. Reporting hospital will not share any patient information.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. A supplemental report will be issued if additional information is obtained.

Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.